Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and rupture.

Event description:
Healthcare professional reported left side implant rupture, and "breast implant ¿ associated anaplastic large cell lymphoma." Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, and white particles in the surface of the shell. The weight of the device was within specification. Cloudy gel was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.